Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, customer fell down the stairs. Customer consumed carbohydrates to address low bg. Reportedly, customer consulted their healthcare provider who assisted in correcting settings.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.